Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. No discrepancies were noted upon visual inspection. A syringe was used to inflate the cuffs while submerged underwater; leaks were observed. The sample was inflated more to 24 hours with no discrepancies. Relevant documents were reviewed and deemed adequate. The manufacturing process, cuff assembly operation, and inflation line assembly were reviewed; no discrepancies were found. Inflation test was audited during thirty two (32) units; no deflated cuffs were found. Based on the evidence there was no root cause as the complaint was not confirmed.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that three days following intubation with a smiths medical portex® blue line ultra® tracheostomy tube an air leak to the cuff was noted. Subsequently, a tracheostomy (trach) tube change out was required. There were no reported adverse patient effects.